Event description:
Heat exchanger is defective per provider.

Manufacturer narrative:
Per repair statement, the unit has low o2 or yellow light, the fitting for the compressor was replaced, the heat exchanger for the compressor was defective and the key failure, and the ty wrap for the compressor was replaced.